Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres for 1 minute. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.